Manufacturer narrative:
Product event summary: photos and the pscc100 loop catheter with lot number 0012547409 was returned and analyzed. The three received similar images showed an inverted array of a catheter on the work surface. No information regarding the lot/serial number of the product is visible in the images. Visual inspection showed the catheter was received without the guidewire. The guide wire lumen was retracted and the array assembly was inverted but not knotted. The pebax tube was ribbed at the distal arm and torn at the proximal arm with exposed electrode wires. Mechanical verification of the steering and slide mechanisms showed the slide control function was performed and the guide wire lumen was extended retracted without any issue. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The continuity test was performed with the multimeter for the returned catheter and the electrical continuity test revealed an open loop between electrode #1 and connector pin #1. X-ray imaging has confirmed the integrity of the nitinol array wire, properly attached at the tip, but detached from the dual lumen. Electrode wire #1 detached from the electrode #1. The pebax tubing kinked at the distal arm near electrode #1, and ribbed between electrodes #1 and #2. The catheter identification test was performed. The catheter was not reprogrammed as the catheter condition would not permit to perform ablation using the generator. No other tests could be performed due to the returned condition of the catheter. In conclusion, the catheter failed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, while verifying the last vein, the guidewire was pulled back into the catheter nose before entering the vein. The last vein was very posterior and small, causing the loop to shape smaller than usual and kink. The nose flipped out of the loop, and after the loop kinked, it was no longer possible to retrieve the original shape of the nose inside the loop. Extending the array created a knot, making it difficult to pull the catheter out through the sheath. After several unsuccessful manipulations to attempt to retrieve the original shape, the physician had to forcefully pull the catheter out through the sheath, revealing a metallic part of the catheter. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event..